Event description:
A trilogy evo ventilator was returned to the manufacturer for preventative maintenance. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer service center, the device failed a test step relating to the active exhalation verification. The service technician states that the 3-way solenoid valve and the proportional valve were replaced to address the issue. Additionally, the air inlet foam filter, particulate filter, and muffler assembly were replaced for maintenance. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.